Event description:
It was reported that during a da vinci-assisted surgical procedure, the site received an error message of ¿do not use¿ and ¿not all lives used¿. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no adverse effect to the grasped tissue. There was no harm or injury to the patient. There was no delay in the procedure. The surgeon was unable to open the jaws. There was no bleeding. Another stapler was opened to resolve the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The stapler sureform 60 instrument was analyzed. Based on log review and in-house testing, the instrument was found to be in a force-expired state. When the manual release knob was used, an "do not reuse" error message occurred, which is an expected condition. After using the editor to reverse the force-expired state, the instrument was replaced and tested. It passed initialization and moved intuitively with a full range of motion in all directions. The jaw opened and closed properly, and the instrument clamped, fired, and unclamped without any issues. Additionally, log review revealed unclamp failure. Signs of corrosion were found on the instrument bearing, which was found at the proximal end of the main tube and exhibited orange discoloration. Corroded metal shavings were found stuck to the magnet. The green reload was returned with stapler. The returned reload was an incidental return. There is no reported complaint against this unit. The reload was already fired. All pushers were deployed, and no unformed staples were found. The blade was at the distal end, and it was not exposed. No cartridge damage was found. Additionally, the reload was found to have mechanical indentation damage to the blade. A review of the logs for the sureform 60 stapler associated with this event has been performed by an intuitive surgical, inc. (Isi) advanced failure analysis engineer. The following additional information was provided: logs show part number: 480460-09, lot number: l87230615-0269, was installed on the system one time and fired with one green reload. On the only install, the system failed to detect the reload color, and the user manually selected the green reload, via the gui on the ssc touchpad. The first two clamp attempts were successful, and the firing was completed with no pauses for compression. The subsequent unclamp attempt failed at 98% completion, and the user initiated a force unclamp, which was completed successfully. The logs show error code 22030 representing the unclamp failure, and the stapler was force expired as a result of the failure. The logs show error code 282, showing that this instrument was force expired by the system. The instrument was then removed and not used again in the procedure. There were no other stapler related errors in the logs.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The sureform 60 stapler has been evaluated by the failure analysis engineer (fae) team. Fae team confirmed initial failure analysis findings. The instrument was visually inspected, and it was found that the drive cables were still fully tensioned. The I-beam drivetrain was also manually extended and retracted without any unusual behavior or increased friction. No damage was observed on the components. The instrument was re-tested using an in-house system and it successfully completed a fire test with no errors during firing or unclamping. However, the logs show an incomplete unclamp to 98.39%, followed by a successful unclamp. The failure occurred after the first and only fire of the procedure with this instrument. The clamping and firing forces were low, but the unclamping force measured over the threshold at approximately ~736 n. It is unclear what caused the increased resistance during the unclamping sequence, but evidence suggests that the stapler drivetrain was intact. The instrument was disassembled, and no abnormalities were observed. The drive cable crimps were seated properly in their respective pockets within the shuttle. No friction or source of resistance was identified.